Event description:
Removal of endosseous dental implant. Implant was placed on 3-26-96 in site #14 (class IV bone) during a routine procedure. The clinician reports that the reason for implant failure was due to the fact that the pt related a recent history of a work-related trauma to the implant site. At the time of implant failure, the pt experienced swelling. The implant was removed on 9-24-97.

Manufacturer narrative:
Late failures, following successful osseointegration: these implants yield, in most instances, a peri-implant infection which closely resembles the periodontal infection, although overloading may not be excluded. However, failures due to overloading may be very rare compared to the peri-implant infections.